Manufacturer narrative:
D9 the device was returned and date received was added. Investigation summary: the investigation has been completed. Unable to deliver or advance: only the pump was returned for investigation. No defect was found on the returned product. The cause of the inability to deliver or advance the impella cp was most likely related to the patient¿s vascular anatomy, specifically the presence of a bifurcation lesion in the distal aorta and inadequate sheath length to traverse the lesion. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The patient was getting placed onto impella cp support for high-risk percutaneous coronary intervention. While inserting the impella cp, they were unable to cross from the iliac into the aorta. Several attempts were made. Long sheath was not long enough to cross the lesion in the bifurcation. Angiogram revealed a bifurcation lesion coming into distal aorta. The decision was made to abort the impella and continue with percutaneous coronary intervention. The patient remained stable.